Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-05206, 2017865-2020-05207, 2017865-2020-05208. It was reported that the patient presented to the clinic with a fever, pain in the pocket area. It was noted that the patient had (B)(6) bacteria. The entire system, including the implantable cardioverter defibrillator and the leads were explanted. During the procedure, pus was found in the pocket. There were no complications during the procedure and there were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.